Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter identified the returned sample as an 10mm x 4cm balloon. The balloon appeared to have been previously inflated. The balloon was slightly prolapsed over the distal tip, likely indicating retraction issues. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting from the barrel of the balloon. The balloon was examined under microscopic magnification and a longitudinal rupture was observed beginning, beginning 0.8cm from the distal tip and continued proximally for 5.8cm. As a result of the rupture, the polyimide was exposed underneath. The balloon showed no other anomalies that indicated how the rupture originated. No other anomalies were observed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is confirmed for retraction problems based on the condition of the returned sample (i.e. Balloon slightly prolapsed at distal tip). The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while treating a brachial cephalic fistula, the pta balloon allegedly ruptured at 14 atms on the second inflation. There was no reported retraction issues. Another pta balloon was used to complete the procedure. There was no reported patient injury.